Event description:
Caller reported a malfunction on pump with a malfunction code malf 12, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs.